Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the pad in the jaw of the product has gone off. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes, the pad fell from the clamp. If yes, did any piece fall into the patient? No. Was the piece retrieved? Yes, the surgeon retrieved the fallen pad. Is the tissue pad returning with the device or has it been disposed of? It was disposed of. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No, surgeon did not activate the device without getting the tissue between jaws. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.